Manufacturer narrative:
Complaint#: (B)(4). Received 1 box 450239/g1702397 for evaluation. We have no further inventory of the material/batch. We have no further customers complaining on the material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control that might affect the function of the product. No irregularities were detected during final goods inspection, which includes functional testing. The customer returned samples were visually checked; no deviations were observed. Samples were functionally analyzed; no deviations were observed. Reported error could not be reproduced during a simulated blood collection. The complaint cannot be confirmed.

Event description:
Customer states on two occasions while the vacuum tube was pushed into the hub, the needle detached from the holder while in the patient's arm. There was no injury to the patient in either occurrence.